Event description:
It was reported that the balloon fractured. A 1.5mm rotapro and rotawire were selected for use in a rotational atherectomy procedure in distal right coronary artery (rca). The 80% stenosed target lesion was located in the severely tortuous, severely and long calcified lesion. During procedure, the physician attempted to treat the lesion with the non- bsc balloon, it was advanced but it was not very effective. Then, the physician attempted to treat the lesion with the 3.00mm x 15mm nc emerge balloon, the catheter struggled to cross the lesion in spite of multiples attempts. Upon removal, the balloon was fractured inside the guiding catheter and the rotawire also fractured. It was noted the rotapro drive shaft was kinked. The entire system was removed, the fractured balloon and wire were pulled out together. The procedure was completed with another rotawire and rotapro devices. There were no patient complications and the patient was reported in good condition post procedure.